Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor reported that the patient had developed an open irritation. The open irritation was located under the front therapy electrode pad beneath the patient's breast. The patient's electrode belt was returned to the distributor, and was found to be leaking gel from the front therapy electrode. The patient also consulted a physician who recommended that the patient use a bandage between the garment and the skin in the affected area. The patient reported that the open irritation had improved.